Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The complaint sample was not returned. Note: the reported event occurred when using the be-pls 2050 quadrox-I oxygenator, however, a equivalent device marketed in the us is used for reporting. Reference: complaint (B)(4).

Event description:
On (B)(6) 2012, hospital (B)(6) identified a blood leakage at the gas outlet with be-pls 2050 (lot number 70071284). The unit was replaced. Reference: complaint (B)(4).